Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 278 (mg/dl) before breakfast. The customer administered a correction bolus to bring bg level within target. Recommendation was made to consult with health care provider regarding adjusting the time segments on the pump's personal profile for diabetes management.